Event description:
The pt (B)(6) was implanted with two percutaneous leads (same lot) for spinal cord and peripheral nerve stimulation (off-label) respectively. It was reported the pt experienced rib and abdominal stimulation from the scs lead and no stimulation could reportedly be felt from the pns lead. Efforts to resolve these issues via programming proved unsuccessful. An x-ray was taken for further interrogation; however, no visible anomalies were noted. Diagnostic testing found no issues with respect to impedance. An additional assessment was undertaken surgically. No evidence of lead pullout or lead damage was observed intraoperatively. The physician repositioned the scs lead and was able to capture adequate therapy coverage for the pt's left leg. There were reports of light pressure, tingling and spiking at high amplitudes during intraoperative testing of the pns lead. The physician explanted and replaced that device; however, the aforementioned sensations remained. The pt is currently utilizing only 3 contacts of the pns lead and has limited therapy relief as a result.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.